Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this competitor tachy device and right ventricular (rv) lead system exhibited high, out of range (oor) pacing impedance measurement greater than 2,000 ohms. No additional information received from the field representative. No intervention performed as of this time. The system remains in service. No adverse patient effects were reported.